Manufacturer narrative:
Customer notified that false positive results were obtained with the liaison sars-cov-2 s1/s2 igg lot 358019 and 358016 while running the positive samples identified with the liaison assay on the abbott architect and the rapid test. Single MDR related to each involved batch is submitted: lot 358016 MDR code 9610240-2021-00007; lot 358019 MDR code 9610240-2021-00008. Data from instrument (liaison xl s/n (B)(4)) were analyzed and the complained samples were identified by diasorin. Samples were tested with the liaison sars-cov-2 igg lot 358016 and/or lot 358019; the two kit lots bear the same component lots. During the period analysed, a total of 2048 samples were tested with kit lot 358016 (141 samples were graded positive, 1907 samples were graded negative) and a total of 1820 samples were tested with kit lot 358019 (127 samples were graded positive, 1693 samples were graded negative). In both cases, no misclassification was highlighted at retest, if any was performed. Complained samples were tested on 19th, 21st and 30th november 2020 and on 2nd, 3rd, 4th, 5th, 7th, 8th, 9th december 2020. Diasorin controls were tested during the relevant routine days and fell within coa ranges by using the relevant kit lot. The only exception was on 2nd december 2020, when controls were not tested with kit lot 358016 despite the use of the kit lot on that day. Maintenance appear to be up to date, however a few delays were noticed in the completion of maintenance tasks during the period analysed. Data provided by the customer were also analyzed (total of samples reported: 42). 9 samples were confirmed to be positive, therefore concordant with the liaison sars-cov-2 s1/s2 igg result. 19 samples were discordant: liaison sars-cov-2 s1/s2 igg assay vs abbott assay and/or rapid test assay. 14 samples were positive with the liaison sars-cov-2 s1/s2 igg assay, however the final interpretation could not be defined. The complaint has been classified as confirmed since a few samples were found to be discordant both with rapid test and abbott assay (2 out of three results were negative). However, data obtained in-house on a population of 500 blood donor specimens (expected to be negative, pre-covid) showed adequate performance of the kit lot; as per ifus, negative percent agreement (npa) found during validation was 99.3% (95% ci: 98.6 - 99.6%). Study performed by the customer was on positive samples selected with diasorin assay and, based on data analysis ,1907 samples were graded negative with kit lot 358016 and 1693 samples were graded negative with kit lot 358019 (kit lots bear the same components/lots). It was not possible to define with certainty the npa obtained at customer site since the expected classification for the samples tested during the period analyzed was unknown. No certain root cause could be identified, however the issue could be sample-specific. Claimed product performances of the involved kit, reported in the instruction for use, are maintained.

Event description:
In light of the covid-19 pandemic and the subsequent authorizations (euas) for sars-cov-2 diagnostics tests and per the conditions of the emergency use authorization, suspected false negatives, false positives and significant changes in expected performance characteristics will be reported under 21 cfr 803. The alleged false test results in this event have not caused patient injury or death; however, this event is being reported conservatively because if the alleged malfunction were to recur there is a non-remote potential for serious injury or death. Diasorin spa received a complaint from a customer stating that false positive results were obtained with the liaison sars-cov-2 s1/s2 igg.